Event description:
Information received indicates there is no head up function electrically or manually.

Manufacturer narrative:
The technician isolated the issue to a stuck head up valve. He replaced the head up valve to repair the bed.